Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was opened prior to implant and the seal of the device was compromised. The sterile packaging was starting to open with the device protruding through. The box was intact and undamaged. The device was not used. There was no patient involvement.